Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is possible, though not conclusive, wbcs escaped from the lrs chamber when the procedure was resumed after the pause button was pressed and the pumps remained paused for one minute. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is possible, though not conclusive, wbcs escaped from the lrs chamber when the procedure was resumed after the pause button was pressed and the pumps remained paused for one minute. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to the wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is possible, though not conclusive, wbcs escaped from the lrs chamber when the procedure was resumed after the pause button was pressed and the pumps remained paused for one minute. A donor related leukoreduction failure cannot be ruled out. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.